Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event with readings of 45 mg/dl on the ilet and 57 mg/dl by fingerstick. The low bg occurred about an hour after eating three pieces of pizza and announcing the meal as ¿more than usual¿ for the first time. The agent explained that the ilet may have overcorrected and will adapt to future meal announcements. The user treated/corrected the low bg with half a cup of lemonade and a piece of candy. A follow-up confirmed bg had risen to 80 mg/dl. The lowest blood glucose (bg) recorded was 45 mg/dl. The user's reported symptoms during the event included dizziness and lightheadedness. No medical intervention was required at the time of call.